Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed using a 16 mm non-medtronic balloon. The valve was successfully implanted and it was noted that the valve was constrained at the inflow portion due to excessive calcium located in the annulus and left ventricular outflow tract (lvot). After a short period of time, the valve dislodged into the sinuses and began to slowly occlude the left coronary ostia. Subsequently, the paddle of the valve was snared and pulled into the ascending aorta. The valve was held with the snare while a second valve was delivered via a new delivery catheter system (dcs) through the first valve and into the annulus. The second valve was successfully deployed with a good result. No post bav was performed. No additional adverse patient effects were reported.